Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations of the returned instrument confirmed the customer reported complaint. The fenestrated bipolar forceps instrument was analyzed and found to have no damage displayed upon visual inspection. The instrument passed the recognition and engagement tests. The grips opened and closed properly. However, testing found the instrument did not move intuitively with full range of motion in all directions. The instrument grips did not move intuitively, I. E. They were not following the master tool manipulator (mtm) input commands smoothly on several attempts. The instrument moved in an imprecise motion. The complaint regarding the fenestrated bipolar forceps instrument was not articulating properly was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. A review of the device logs for the fenestrated bipolar forceps instrument (part #471205-17 / lot/serial #(B)(4) associated with this event has been performed. Per this review of the logs, the fenestrated bipolar forceps was last used during a hysterectomy - benign procedure that was performed on (B)(6) 2022 by the listed console surgeon on system (B)(4). There were 6 uses remaining after this last usage. No image or video clip associated with this reported event was submitted to isi for review. This complaint is considered a reportable event due to the following conclusion: failure analysis investigation confirmed the reported issue that the fenestrated bipolar forceps instrument moved with unintuitive motion/freely with uncontrolled motions. Unintuitive motion during a surgical procedure could lead to poor instrument control and subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported during an unspecified da vinci-assisted surgical procedure, the user observed the fenestrated bipolar forceps instrument was not articulating properly. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) has made multiple follow-up attempts to obtain additional patient/event information. However, despite the good faith efforts no further details have been received from the user facility as of the date of this report.